Event description:
The patient reported to experience current surges when measuring the impedances when the therapy was re-started on (B)(6) 2022, following a relocation procedure of the evoke closed loop stimulator. The relocation procedure was performed on (B)(6) 2022. It was noted that a plasmablade was used. The use of the plasmablade was discouraged by the saluda representative. Reprogramming was attempted, however unsuccessful. There was a loss of therapy from (B)(6) 2022 to avoid further patient discomfort. An infection was also detected. An explant of the system is scheduled for (B)(6) 2022.